Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a loose scope socket and video connector socket failure to secure paddles were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an unspecified event related to the evis exera iii video system center. During a standard service inspection of the customer returned device, the video socket connector failure to secure paddles was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the video connector which failed to secure to the endoscope socket. The DHR confirmed that the subject device was shipped in accordance with the specifications. It was thought that this issue was caused by a faulty endoscope socket. The cause of the fault was unknown. The investigation was unable to establish a definitive root cause for this problem. Olympus will continue to monitor field performance for this device.